Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a revision took place due to oversensing of this right ventricular (rv) lead. It was suspected that there was physical contact with a previous lead which was left in the patient¿s body. This lead was explanted and a competitor lead was used to have a smaller sensing field and avoid oversensing. No additional adverse patient effects were reported.